Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving morphine with concentration 20 mg/ml at a dose rate of 4.5 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported the patient was unresponsive. The patient was somnolent and unconscious in a surgical intensive care unit (ICU). The patient was intubated due to low breaths per minute. It was unknown as per a nurse of what had led to the event. The event was however noted as having occurred following a pump refill which was performed two days earlier / on (B)(6) 2016. The pump was interrogated. The pump was placed to a minimum rate as per a physician's orders. No surgical intervention occurred and the issue was unresolved at the time of the report ((B)(6) 2016). Other medications (oral, etc.) The patient was taking at the time of the event was unknown. On (B)(6) 2016, an hcp reported that the patient was no longer at the ICU and had been discharged on (B)(6) 2016. The patient was however noted as having been placed in a hospice since (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.